Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto-mode switch episodes were observed due to a decreased sensitivity issue. Noise was also noted. After reviewing the electrogram, the noise was considered as normal background noise. Programing changes were suggested for the auto-mode switch episodes. The patient's condition is stable.